Event description:
The clamp was placed on the pt's skull and attached to the bed component. Before draping, it was noted that the clamp had slipped and was touching the pt's nose. The clamp was repositioned and remained in place for the procedure.